Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event. The laser was successfully verified prior to the day of the treatment. A logfile review showed all laser system functions were within specifications during treatments on this day. Logfile review showed no abnormalities that could have contributed to reported event. As lack of treatment report, the reported treatment could not be identified conclusively. However, a logfile review showed the a treatment performed with -1.75 -1.25 x 025. These refraction values are the similar to value in to the pre-refraction of this patient. According to the provided document, the pre-refractions were -1.50 -1.50 x 125. Therefore, the most likely root cause is that the user entered wrong axis value for the patient. A technical root cause could be excluded. No technical root cause was identified as the product was found to be within specifications. The most likely root cause is wrong entry into treatment plan by the user. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. The device history record (DHR) for the device has been reviewed. The associated device was released based on company's acceptance criteria.

Event description:
An optometrist reported a transcription error occurred for a patient's right eye lasik procedure. Axis should have been 125. Patient was treated at 025. Post-operatively a loss of best corrected visual acuity was noted.